Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to infection. A new tactra malleable penile prosthesis was implanted. There were no patient complications.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to infection. A new tactra malleable penile prosthesis was implanted. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported infection could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Infection is documented as adverse events. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse event of infection is a known risk of the device. The cause of the infection was not established by the physician, although infection is included in the labeling documentation for the device as an adverse event of the implant surgical procedure of the device. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.